Manufacturer narrative:
Mml#: (B)(4) ipg information: model: 5100 description: reactiv8 implantable pulse generator serial number: (B)(6) UDI#: (B)(4).

Event description:
It was reported that the patient was unable to run therapy sessions. The clinical specialist confirmed that all the electrodes on the left lead were out of range/high impedance. The patient was programmed for unilateral stimulation on the right while awaiting scheduling of the revision procedure. The patient underwent a revision procedure to replace the left lead. The left lead was removed, with the end tip left inside the patient, and a new lead was implanted. The implantable pulse generator (ipg) was replaced as a precaution only because of its age (4 years). The procedure was complete and without complications. There was no report of patient harm or injury. Following the lead and ipg revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). Although requested, no parts will be returned for evaluation, as the hospital staff kept the removed parts and discarded them. The device history record was reviewed. No relevant nonconformances were found.